Manufacturer narrative:
The field service engineer determined there was a hole in the tubing by the nozzle. The tubing was replaced and aligned. Mechanism checks were performed. The customer ran controls. The last calibration performed on (B)(6) 2021 was ok and there were no alarms. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated that there was broken tubing on the rinse mechanism of the cobas 6000 c (501) module. They also received discrepant results for one patient sample tested with ise indirect na for gen.2. The sample initially resulted in a na value of 210 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 141 mmol/l. The repeat value was deemed correct. The na electrode lot number was n2539. The electrode expiration date was requested, but not provided.